Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device and found the followings; [result of actual product confirmation] omsc conducted the investigation using the subject device. It was confirmed that the reported phenomenon occurred when the air supply operation was performed. [Error log check] it was confirmed that the error e03 was occurred. [Other check] omsc confirmed that eight years have passed since the subject device was manufactured. [The instruction manual check] the instruction manual of the subject device says, chapter 7.1: troubleshooting guide problem: all leds are turned off possible cause: an error is detected in the internal circuitry of the high-flow insufflation unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation, omsc concluded that the reported phenomenon had been occurred because the pressure sensor on the main board of the subject device was failed. It could not be identified the failure of the pressure sensor, however it might have occurred due to aging deterioration with passing more than 8 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was not displayed at all, but only the power switch lit on before the starting of the unspecified therapeutic procedure (before connecting to the patient's port). Just after it was occurred, the alarm of the subject device sounded. The user turned on the subject device again and it had been solved for a while but the malfunctions which the front panel was not displayed and the alarm sounded occurred again. After that the user retried to turn on the switch but after that the alarm sounded. The user replaced the subject device to another uhi-4 and completed the procedure. The user would like to confirm why those malfunctions reoccurred because the same malfunctions had occurred two weeks ago, and it had been done to check at olympus service operation repair center (sorc). There was no patient injury associated with this report.